Manufacturer narrative:
Correction: h11 should have stated: a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Instead of: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the infection has resolved and the wound is healing, an antibiotic medicine is being applied to the wounds.

Event description:
Related manufacturer reference number 3006705815-2024-00552, 1627487-2024-00322, 1627487-2024-00323. It was reported an infection was present at the lead site which resulted in fluid buildup. Patient was prescribed oral antibiotics and is going to a wound clinic twice a week. Patient had system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.